Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported a 75-year-old male with decompensated heart failure was implanted with an impella cp device for mechanical circulatory support. Fluid leaked from the red plug of the impella 5.5 assembly during patient support. The pump was explanted as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was not returned for evaluation. Clinical details were reviewed but were limited. Therefore, the root cause of the purge leak was unable to be determined because the product was not returned.